Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient provided the cause as unable to get the device to operate. Patient met with a manufacturer representative who corrected the issue. The issue was resolved. Patient provided their weight information. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient is seeing out of regulation (oor). The patient stated that their ins or recharger has malfunctioned. The patient first saw the message a couple days ago and was able to clear the message, but is now seeing it again. The patient stated he saw it when turning on his stimulation. The patient stated he turns off his stimulation when going to bed and turns it back on in the morning. The patient reported that his parameters are usually 7.0v or higher. The patient confirms that his patient programmer (pp) shows that stimulation is on and reported that he went up to 9.9 on group f and isn't feeling any stimulation. The patient was redirected to their healthcare provider (hcp) to further investigate the issue. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that an impedance check showed that electrodes 9, 10, and 11 were greater than 10,000 ohms after the patient reported an inability to feel stimulation at a higher amplitude than normal. The rep reprogrammed around those contact points and had been able to achieve good coverage per the patient. The rep related the information to the patient. The patient was going to call the rep in a week to let her know how the stimulator was working for him. No further complications were reported.